Event description:
It was reported that noise was sensed by the device and classified as vf, which resulted in inappropriate hv therapy. A lead fracture was suspected. The decision was made to program the therapies off permanently. The lead remains implanted.